Event description:
It was reported to philips that the system did not produce x-rays. The device was in clinical use at the time of the reported event. No harm was reported to philips.  Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the procedure was completed by using another device. The philips field service engineer (fse) inspected the system onsite and confirmed that the fluoroscopy failed. Upon troubleshooting, fse analyzed the log file which showed the power inverter in the e-cabinet had an error. The defective power inverter was returned to philips for failure analysis which showed the cause of the failure was inverter short circuit. To resolve the issue, fse replaced the power inverter certeray. After replacement, the system was returned to good working condition. The codes were updated based on the investigation outcome.